Event description:
The customer contact reported that the device powered off by itself following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of vasopressin, at a rate of 18 ml/hr, and the delivery was started. On another unspecified channel the device was programmed to deliver an unspecified concentration of levophed, at a rate of 41.3 ml/hr, and the delivery was started. No further programming parameters were provided. At 1850, it was reported that an unspecified channel of the device powered off by itself immediately following an unspecified alarm condition. The device was removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device histories was downloaded at the service center. A review of the device history for channel 1 indicates that on (B)(4) 2013 at 0851 line a was programmed to deliver in the dose calculation mode, to deliver an unspecified medication 400 mcg/100 ml, with a dose of 0.3 mcg/kg/hr, a weight of (B)(6), at a calculated rate of 6.8 ml/hr with a vtbi (volume to be infused) of 5.0 ml for a duration of 44 minutes and the delivery was started. At 0900 the device alarmed for e321 (battery charger timeout), the delivery was stopped, the alarm was silenced, and the device was turned off. At 0901 the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.